Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the power chair moved on its own on two occasions causing injuries to both legs requiring hospitalization.

Event description:
The customer alleges the power chair moved on its own on two occasions causing injuries to both legs requiring hospitalization.